Manufacturer narrative:
The device was returned for analysis. The reported torn material (balloon) was not confirmed as there was no damage noted to the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported torn balloon. There is no indication of a product quality issue with respect to manufacture, design or labeling.e1. Hospital name, address and phone number.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use, it was noted that the xience sierra balloon was torn by the stent. The device was not used and there was no patient involvement. Another device was used to continue the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.